Event description:
Drug/diluent: 5fu. Fill volume: unk. Flow rate: 5.0ml/hr. Procedure: na. Cathplace: na. Pt contact: no. The pump leaked during the filling procedure during the injection of the 3rd syringe; location of leak unk.

Manufacturer narrative:
Method: the actual device involved in the incident was received for eval and investigation. A review of the device history record was conducted for the lot number reported. The device lot met mfg specifications prior to release. A visual exam was performed. The pump was received empty. An attempt to fill the pump to nominal value of 270ml was made. Results: the pump leaked immediately when the filling process began. Conclusions: the complaint was confirmed. The cause of the leak was attributed to a broken o-ring. Per procedure pr-00598-corrective and preventative action- this incident of a broken o-ring is being investigated under CAPA (B)(4). Leaking during the filling process does not meet the criteria for a reportable event. (B)(4). (2026095-2012-00262).